Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2018 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh, small bowel resection, enterocutaneous fistula, lysis of adhesions. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
B7: added medical history. D4: added serial #, expiration date, UDI #, catalog #. H4: added device manufacture date. H6: updated method code 1 and results code 1. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: (B)(6) system. (B)(6). Radiology-CT abdomen/pelvis with and without contrast. Indication: hematuria. Findings: there has been interval resolution of the previously seen ascites as well as small fluid collections with enhancing walls in the abdomen and pelvis. A mesh is seen in the anterior abdominal wall. Impression: interval resolution of the previously seen left-sided pleural effusion and extensive ascites as well as multiple fluid collections in the abdomen and pelvis. There is no CT evidence of obstructing urinary calculus. There is no focal mass demonstrated in the kidneys. The etiology of the patient¿s reported hematuria is not forthcoming from this study. (B)(6) 2008: (B)(6) system. (B)(6), md. History and physical. Presented to the emergency room complains of abdominal pain, back pain, nausea and vomiting that began yesterday at about noon. Abdominal pain could be described as ¿excruciating, sharp and constant.¿ pain is located mainly in the left mid and left lower quadrant. Past medical history: acute pancreatitis; methicillin resistant staphylococcus aureus pancreatic abscess; methicillin resistant staphylococcus aureus colonization; pancreatitis necrosis. Past surgical history: (B)(6) 2005 resect/debride pancreas; (B)(6) 2005 repair incisional hernia with mesh, laparoscopic. Social smoker and drinker. Weight 127.01 kg. Exam: abdomen: bowel sounds normal. Abdomen soft, appears distended, tenderness to the left of the midline incision and left lower quadrant, + incisional hernia noted, midline incision noted with two healed scars on the right upper quadrant that appear to be from drains. Impression/plan: small bowel obstruction. Will admit, to go to surgery this afternoon for exploratory laparotomy. (B)(6) 2008: (B)(6) system. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: gallbladder removed history pancreatitis, hernia repair. Findings: there are dilated loops of small bowel in the abdomen measuring close to 3.8 cm in diameter and dilated small bowel extends into an anterior abdominal wall hernia adjacent to the right side of the anterior abdominal wall surgical mesh and at this level there is a small bowel feces sign suggesting obstruction and there is a transition point at this site with more distal nondilated small bowel. There is no colon dilatation. There is slight haziness in the fat at the site of the small bowel herniating into the abdominal wall and the findings are likely due to small bowel incarceration causing obstruction. Impression: small bowel obstruction due to herniation of small bowel into the anterior abdominal wall just to the right of the surgical mesh. (B)(6) 2008: (B)(6) healthcare. [Signature illegible]. Anesthesia record. Weight 127 kg. Physical status: 3e. (B)(6) 2008: (B)(6) system. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Small bowel obstruction. Postoperative diagnosis: incarcerated incisional hernia. Small bowel obstruction. Operation performed: laparoscopic converted to open lysis of adhesions. Small bowel resection and primary anastomosis. Repair of incisional hernia with parietex mesh. Anesthesia: general anesthesia. Assistant: (B)(6), pa-c. Indications: this patient with an incarcerated incisional hernia and a bowel obstruction. Technique: ¿the patient was placed supine. General anesthesia was induced. A foley catheter was placed. The abdomen was prepped and draped. A incision was created in the right upper quadrant away from his previous incisions. A veress needle was placed and tested, and the abdomen was insufflated. A 5 mm trocar was inserted through the opening with an atraumatic tip. Two additional 5 mm trocars were placed under direct vision. The abdomen was explored. There were multiple loops of bowel adherent to the anterior abdominal wall. The adhesions were sharply divided. The hernias on the right side of the abdomen were identified. Despite tedious dissection, the bowel could not be freed from the anterior abdominal wall. An enterotomy had also been made in the small bowel. At this time, a decision was made to open the patient. The previous midline incision was opened. The abdomen was entered. Adhesions were sharply divided. The bowel was run from the ligament of treitz to the ileocecal valve. All adhesions were divided. The point of obstruction was identified and freed. Once this was complete, the area of the enterotomy was resected. This was done by dividing the small bowel on either side with a linear stapler. The mesentery was divided with the ligasure. The small bowel was sent to pathology. A side-to-side anastomosis was made with a linear stapler. The opening in the small bowel was closed with a ta stapler. A suture was placed at the apex of the staple line. The mesenteric defect was closed with interrupted sutures. The hernia defect was measured. A 20 cm x 15 cm piece of parietex mesh was chosen. Three prolene sutures were placed in the mesh. These were then brought through the abdominal wall lateral to the hernia defect. These sutures were tied. A protac was used to secure the mesh circumferentially. The fascia was closed with a running #2 nylon. The medial edge of the mesh was incorporated into this suture line. The skin was closed with skin staples. Sterile dressings were applied. At the end of the operation all sponge, instrument, and needle counts were correct.¿ (B)(6) 2008: (B)(6) healthcare. Implant record. Parietex composite. (B)(6) 2008: (B)(6) system. (B)(6), md. Pathology. Case: (B)(4). Nature of specimen: small bowel, resection. Pre-op diagnosis: small bowel obstruction. Final diagnosis: small bowel, resection: two segments of small bowel with extensive adhesions, focal partial ischemic mucosal necrosis, and fresh perforation involving one segment. Gross: the specimen is received in formalin and labeled ¿small bowel¿ and consists of two segments of small bowel. The smaller segment has metallic staple lines at each end and measures 18.1 cm in length with a circumference of 5.2 and 5.0 cm at the margins. The circumference at the mid portion of the serosa in the mid portion where sutures are present. The mucosal surface shows no loss of mucosal folds. The mucosal folds are slightly congested. The thickness of the bowel wall ranges from 0.2 to 0.3 cm. No other mucosal lesions are noted. The second segment measures 32.5 cm in length. The serosa is diffusely thickened and congested and shows adhesions. In the central portion of the specimen is an attached white rubbery portion of material measuring 4.5 x 1.0 x 0.3 cm containing some suture material. Adjacent to this is a small defect through which bowel contents are leaking. The defect measures 0.3 cm in circumference and has sharp edges suggestive of artifact. There are also sutures present in the bowel wall opposite to the attached foreign material. The mucosal folds are moderately congested. The circumference of the margins measures 5.5 and 5.7 cm. The circumference of the mid portion is 7.0 cm. The thickness of this bowel segment wall is 0.4 and 0.5 cm. (B)(6) 2008: (B)(6) system. Lab-culture, aerobic/anaerobic. Source: abdomen. Isolate 1: escherichia coli 2+ (moderate growth). Isolate 2: methicillin resistant staphylococcus aureus 1+ (light growth). Isolate 3: gram positive rod 1+ (light growth). No anaerobes isolated. (B)(6) 2008: (B)(6) system. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: history postop small bowel obstruction. Rule out fistula. Findings: there are postoperative changes in the anterior abdominal wall. There is a complex fluid collection adjacent to the anterior right abdominal wall in the peritoneal cavity adjacent to the site of surgery measuring close to 14 cm in length that appears to extend into the anterior abdominal wall subcutaneous fat adjacent to the right lateral aspect of the mesh likely at the site of the previous small bowel herniation. There is gas within this collection. There appears to be a thin extension of the collection in the subcutaneous fat to the draining anterior abdominal wall wound. There is a focal 4 cm collection in the anterior abdominal wall subcutaneous fat that appears to connect with the draining collection. Impression: there is a complex collection in the peritoneal cavity that appears to extend into the subcutaneous fat of the anterior abdominal wall and this may connect to the site of drainage from the anterior abdominal wall wound. There is no obvious fistula from the bowel and there is no extravasation of oral contrast material from the bowel however a small leak has not been excluded. (B)(6) 2008: (B)(6) system. (B)(6), md. Procedure note. Indication: 43-year-old male with ventral hernia and status post hernia repair and small bowel resection presents with pain and an abnormal collection located in the right mid abdomen suspected to be infected (abscess). Procedure performed: percutaneous abdominal drainage catheter placement. Summary: successful locking drainage catheter placement as discussed above. Plan: flush tube with 5-ml sterile water three times a day. Will perform tube check in 2-3 days. (B)(6) 2008: (B)(6) system. Lab-culture, aerobic/anaerobic. Source: abdomen. Isolate 1: escherichia coli 3+ (heavy growth). Isolate 2: beta hemolytic streptococcus group b 2+ (moderate growth). Isolate 3: methicillin resistant staphylococcus aureus 2+ (moderate growth). Isolate 4: viridians group streptococcus 2+ (moderate growth). No anaerobes isolated. (B)(6) 2008: (B)(6) system. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: infected mesh. Findings: redemonstrated are postoperative changes in the central abdominal wall. At this time, there is packing seen within the dehiscent anterior abdominal wall tissues. The mesh appears in the same orientation as on the prior study. There is small residual pockets of air noted along the anterior abdominal wall at the site of the surgical site. Previously identified circumscribed fluid collections noted inferiorly at the level the pelvis are again noted as well. A circumscribed fluid collection currently measures 5.1 cm versus the prior examination where it measured 6.0 cm. Inferiorly to this are too small loculated fluid collections which appear smaller as well. On the right, the collection measures 2.9 cm and on the left, approximately 2.5 cm. The drain noted on along right anterior abdominal wall within the fluid collection appears intact with almost all the fluid having been drained. Impression: interval improvement in the fluid collections within the abdominal wall and deep in the pelvis. (B)(6) 2008: (B)(6) healthcare. [Signature illegible]. Anesthesia record. Weight 289 lb. Physical status: 2. (B)(6) 2008: (B)(6) system. (B)(6), md. Operative report. Preoperative diagnosis: intestinal leak. Infected abdominal wall mesh. Postoperative diagnosis: intestinal anastomotic leak. Infected abdominal wall mesh. Operation performed: exploratory laparotomy. Removal of infected abdominal wall mesh. Suture closure of intestinal anastomotic leak. Placement of abdominal wall wound vac. Anesthesia: general and epidural. Assistant: (B)(6), md. Indications: (B)(6) is a 43 yo male who previously underwent an abdominal exploration for an incarcerated hernia. He had a small bowel resection at that time and placement of mesh. He developed a wound infection which was opened, and he subsequently developed bilious leakage from the wound. Intraoperative findings: leak at the small bowel anastomosis. Inflamed small bowel that could not be dissected. Technique: ¿the patient was placed supine and general anesthesia was induced. An epidural catheter had been placed prior to surgery. A foley catheter was placed. The abdomen was prepped and draped in a sterile fashion. The previous incision was completely opened. There was bile staining on the mesh. This area was irrigated and suction dry. The parietex and ptfe mesh was completely removed. All of the suture material was also removed. The skin on either side of the incision was excised back to normal tissue. The pulse irrigator was used and the skin was pulse lavaged. The small bowel was matted in the abdomen. No bowel loops could be separated. There was a leak noted on the anterior surface of the matted small bowel. There interrupted sutures were placed in this opening to close the leak. The abdomen was irrigated and suctioned dry. An adaptic was placed over the leak. A wound vac was then placed. At the end of the operation, all sponge, instruments, and needle counts were correct.¿ (B)(6) 2008: (B)(6) system. (B)(6), md. History and physical. Presents with complaints of chills. Has been on total parenteral nutrition since (B)(6) 2008 and wound vac since after surgery. On (B)(6) 2008 was started on sips of water and ice chips. Was continued on wound vac and total parenteral nutrition/lipids at manor care where I saw him for the first time. Has been following with dr. (B)(6) outpatient, 4 weeks ago was allowed clear liquid diet, but drainage from the wound vac increased, was told that he had enterocutaneous fistula. Different settings of wound vac were tried, first attempt was to help seal it off, however, the fistula persisted, the surrounding wound has been healing well with healthy granulation tissue, now has started to epithelize and there is also some contraction with fibrosis, the gaping / enterocutaneous fistula has persisted. Now has ostomy bag over the enterocutaneous fistula and vac on the surrounding wound/granulation tissue. Had been doing well. Had problems with constipation 3 days ago, had big hard bowel movement post enemas. Has been on bowel regimen since. Reports eating with limited intake as otherwise his enterocutaneous fistula drainage worsens. Yesterday post peripherally inserted central catheter was flushed complain of shaking chills. Tobacco use: never. Weight 116.574 kg. Exam: abdomen soft, non-tender. Bowel sounds normal; no masses, organomegaly, or hernia. Granulating abdominal wound, enterocutaneous fistula in center. Impression/plan: chills and fever, likely line infection. (B)(6) 2008: (B)(6) system. (B)(6). Radiology-abdomen acute. Indication: vomiting. Impression: there is no plain film evidence of an acute bowel obstruction or gross pneumoperitoneum. (B)(6) 2008: (B)(6) hospital. (B)(6), md. Operative report. Preprocedure diagnosis: enterocutaneous fistula. Ventral incisional hernia. Two pedunculated, pigmented skin lesions, one on the right neck, one on the right chest. Postprocedure diagnosis: enterocutaneous fistula. Ventral incisional hernia. Two pedunculated, pigmented skin lesions, one on the right neck, one on the right chest. Procedure: lysis of adhesions, totaling more than 3 hours. Resection of enterocutaneous fistula and primary small bowel reanastomosis. Bridging repair of ventral hernia with a 16 x 20-cm sheet of alloderm. Removal of a 4-mm hyperpigmented lesion from the right chest, primary closure. Removal of 3-mm pedunculated, pigmented lesion with steri-strip closure. Anesthesia: general endotracheal anesthetic. Indications: mr. Is a gentleman with a remarkable abdominal wall history dating back several years, where he had gallstone pancreatitis and several star procedures. He would have a ventral hernia repair laparoscopically. This would recur, and this was addressed again laparoscopically this past february. Thereafter, complications ensued with reentry into the abdomen 2 or 3 weeks later with mesh removal and then secondary closure with a v.a.c. Dressing. An enterocutaneous fistula resulted. (B)(6) had come to my office several months ago on tpn, in nursing home, and on a fentanyl patch, all of which were discontinued, and (B)(6) has done arguably well, trying to manage his wound. Of late, there has been a compressive ring that was placed about the fistula itself in a manner to help with wound management. For the last week or so, he has prolapsed 2 or 3 inches of his small bowel via a small bowel fistula defect, in essence turning the fistula inside out. Upper gi was known earlier to be without issue and to demonstrate a mid to distal small bowel fistula. We did efferent contrast study to rule out distal obstruction. CT scan was done preoperatively to assess the body wall. Procedure: ¿(B)(6) received preoperative antibiotics and lovenox and was brought to the operating room. His fistula was oversewn with 0 nylon pursestring suture. His abdomen was prepped with betadine solution and left to air dry. Cloth and paper drapes completed the field. Based on CT, the low midline appeared to have a preperitoneal fat window which would allow me to gain entrance into the abdomen. As we came down through the skin and anterior rectus fascia, we split rectus muscle to enter the abdominal space proper to the right of midline. Once we had safe entry, we redirected, distracted rectus, identified the true rectus midline, then reestablished our direct peritoneal entry and moved cephalad. We eventually would be able to circumscribe the 5-cm granulated plate, the epicenter of which was the fistula. This would take about 2-1/2 hours to completely free up. Once I had this plate, there were 2 or 3 apparent loops adherent to the underside of this plate. In taking the caudal one off, I was able to adhere to a serosal margin and remove this loop; however, I had questioned as to whether or not I had partially deserosalized it, so in a longitudinal manner on the antimesenteric border, put in approximately five 3-0 pds lembert sutures for reinforcement. To the top side, adherent omentum was taken off the granulation plate. As I sequentially defined this plate, we would end up with a 50-cent-size area containing the fistula. The epicenter of this fistula was the proximal extent of the prior staple line used to do a side-to-side functional end-to-end anastomosis. Once this was ascertained, I entertained using the volume of the previous anastomosis to freshen up the edges and do a primary oversew, and, in the end, I elected against this, since digitally I could not account for the sensation of thickened bowel wall within the fistula once the pre-operative pursestring was removed. Therefore, I used 2 firings of the gia stapler to resect the anastomosis. In total, probably 4 inches of small bowel was resected. A new anastomosis was then created as we took down the marginal mesentery to each limb for approximately a centimeter with a clamp and tie technique. We then performed a primary 2-layer small bowel anastomosis with 3-0 pds suture. Inner rows were running sutures; outer rows were lemberts. I had previously taken the mesentery with a clamp and tie technique and then approximated the small mesenteric defect with 2-0 silk suture. I then took down more adhesions to get out to the rectus border itself on each side. I new rectus was intact based on CT. This again was principally a bimanual sponge stick dissection. I further freshened up all my skin edges to the point where I could get back to unadulterated fat planes. I did not raise subcutaneous flaps for infectious concerns as well as wanting to preserve further options. A 16 x 20-cm piece of alloderm mesh was then sewn in place. The original defect by CT was 20 x 13 cm. I used interrupted 0 prolene circumferentially. The right-sided sutures were sewn in under direct vision prior to bringing the mesh onto the field and then circumferentially moving about, being careful to tighten sutures appropriately and also gap the sutures such that no finger could intervene. Smooth side of the alloderm was down. In the end, the repair was taut, and each of the corners had naturally folded inward back into the ventral aspect of the repair in a symmetrical manner and subsequently trimmed en mass. The wound was irrigated, and fascial elements below the umbilicus had been brought together with 3 separate strands of 0 nylon, each spanning approximately 4 to 5 cm in length. I did this for fear that if one strand gave way, the primary component of the repair may be compromized. Redundant fascial tissue was gathered with interrupted prolene again to try to create a viable tissue plane separating the alloderm repair from the subcutaneous space of the wound closure proper. The wound was irrigated again and then approximated with interrupted 3-0 nylon sutures placed in a vertical and mattress fashion. Every 2 to 3 inches, a 1-cm wide piece of telfa was inserted down into the wound space with the idea to prophylax wound infection. A dry dressing was placed. We then prepped the lesion of the right chest and neck. The right chest required a 1-cm incision that was closed primarily. This specimen was submitted. The neck lesion just required distraction of the skin tag, sharp resection at the base, and a steri-strip. (B)(6) was extubated within the operating room.¿ estimated blood loss: approximately 500 cc total. Fluids: for this 8-hour case, 7.5 l were given. (B)(6) 2008: (B)(6) hospital. Nursing intraoperative record. Asa 2. Wound class: clean. Weight 117.93 kg. (B)(6) 2008: (B)(6) hospital. Implant record. Graft tissue ultrathick.